Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that the patient presented with syncopal episodes. Interrogation revealed high capture threshold of 5 v on the right ventricular lead. The lead was replaced.